Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the universal surgical manipulator (usm). The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. However, failure analysis is in progress.

Event description:
It was reported that during a da vinci-assisted radical prostatectomy with lymphadenectomy surgical procedure, the user informed the technical support engineer (tse) that they encountered a repeated recoverable fault 23087 on the universal surgical manipulator (usm)3 after docking and instrument installation. The user attempted to recover the fault, and reseated the instrument and sterile adapter multiple times but the issue persisted. The tse guided the user to perform a power cycle on the system and successfully resolved the issue. The user continued with the procedure using the same system configuration as planned. However, the user called back and reported that the same error reoccurred mid-procedure. The user followed the tse' instructions to recover the error and troubleshoot the system, but the issue persisted. The user disabled the usm3 and continued with the procedure using the remaining 3 usms. No known impact or patient consequence was reported. A procedure delay of 15 minutes was reported.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
The usm came in for error 23087. The error was confirmed and replicated. The unit was tested on an in-house system and triggered no errors. The usm was also tested on the pfpt and failed sine cycle wit error 23097 on axis 0x7 (dof8). Upon further investigation, there was fluid intrusion or physical damage. Remote fe also how also shows error 1173 having a node of ac 3f (acc) and error 23087 on dof 8 pointing the hall sensor/encoder. The isa board and dof 8 rotor are consistent with the reported event and is the root cause of this issue.